Event description:
A customer reported no waveform with etco2 monitoring. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.